Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following:there is no evidence that the pump experienced a malfunction or failure.

Event description:
It was reported that the customer¿s blood glucose (bg) level was 49 mg/dl; cause of low bg was unknown. Customer consumed carbohydrates to address low bg.